Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported rupture, unknown side. Device has been explanted.

Event description:
Physician reported "during a routine visual examination - suspected left implant rupture. During the surgery rupture confirmed". This relates to the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photos identified brown particle material on the shell and an opening. Device patch with lot number 2900709. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode.